Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "the pump went on "pause" and won't allow the user to end the pause mode it only allows a power off."